Manufacturer narrative:
One (1) expedium quick-connect single innie polyaxial screwdriver [product code: 2797-12-400, lot no: mi21270] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Notified thru (B)(6): this was returned in expcare kit - ex5b # 100 on lk # 2884437 on (B)(6) 2015. Returned from sales rep - (B)(6). There is no note or any evidence of a complaint being filed ¿ but the tip is clearly missing. So this would be an (B)(6) complaint. Per form: I was informed of an expedium screwdriver being returned with a broken tip, however, the surgeon uses the 'green-banded' cannulated screwdrivers. He places a k-wire and uses viper screws and a cannulated screwdriver. I was unaware of a broken screwdriver as we don't use the item in question.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.